Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not properly clean area before therapy. On the same day, the patient was hospitalized for the event. The patient was treated with intraperitoneal amikacin (250 milligrams, first bag and third bag, duration not reported) and intravenous cefepime (one gram, once daily, duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and the peritoneal dialysis effluent was clear. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient¿s fluid was clear and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.